Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - this information was to be included on the last report. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating under fluro the md decided not to make any changes, due to the leads appeared to be in a good location.

Event description:
Related manufacturer reference number: 1627487-2023-02607. It was reported that the patient leads had migrated, which was confirmed through imaging. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event is estimated.